Event description:
Customer alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 4.3, re-test: 1.3. Re-test done within 5 minutes. Pt specifics: unk.

Manufacturer narrative:
Investigation pending.